Event description:
The lateral poly inserts were observed to lift up from the tibial tray when the knee was brought into flexion during surgery. The surgeon completed the case by cementing the poly into the tray.

Manufacturer narrative:
Review of the device history record indicates that the device was mfg to specification.